Event description:
The doctor was performing a whipple and the device stopped working at the beginning of the resection. The doctor tried a second device and completed the case with no patient consequence.